Manufacturer narrative:
The pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked liquid crystal display controller. Unable to perform the displacement test due to display anomaly. The pump was received with case cracked behind the pump near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported crack on battery compartment. The customer¿s blood glucose was unknown. Troubleshooting was done. The insulin pump will be returned for analysis.